Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the battery reaching its useful life (based on age and appearance of battery). Log review confirmed multiple battery-related faults, including "battery calibration required," "battery fault," and "battery communication failure" messages, followed by "low battery" and "shutdown warning" alerts. The device responded appropriately to these conditions. The device passed functional testing and was recertified for clinical use. According to the x series operator's guide (pn: 9650-001355-01 rev. P), when a low battery shutdown prompt appears, the battery pack should be replaced immediately with a fully charged pack or the unit connected to external power. The guide further advises users to always carry at least one fully charged spare battery, and if no other backup power is available, two spare batteries are recommended. Analysis for reports of this type has not identified an increase in trend.